Manufacturer narrative:
Visual assessment of the device shows the actuator is advanced to the needle tip. No ts or suture remain on the needle, but were returned. Examination of the t/suture construct showed t1 is missing its distal end, likely caused when pulled out of the patient¿s meniscus. T2 is also bent consistent with removal from the patient¿s meniscus. Actuator is in the post t2 deployment position indicating a complete deployment. The needle is bent on two planes. The device was functionally tested for proper actuator advancement and cycling and would not function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair it was reported that the second anchor did not dislodge from the handle. No implants were left behind unsupported. A backup device was used to complete the procedure.